Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "no shock advised" for a simulated shockable rhythm. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed full functional stress testing including shockable rhytm check using a simulator. The device was recertified and returned to the customer. This event involved using an ECG simulator, which is a training tool; the waveform generated is a repeated sequence loop. Which is not typically seen during clinical use due to the repeating nature of the rhythm. Reports of this nature are typically not considered to have any clinical impact; due to simulated rhythms do not impact the device's ability to be used clinically. Analysis of reports of this type has not identified an increase in trend.